Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is nypro. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd safe-clip¿ not clipping. The following information was provided by the initial reporter: consumer reported that the needles will not fit into the safe clip needle clipper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 02-feb-2023 h6: investigation summary customer returned (1) used bd safeclip. It was reported by the consumer that safe clip is not clipping. The returned product was visual inspected under the microscope and no issues were found. The hole was aligned properly. The safeclip was tested to cut four different needles and was working properly. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure. Unable to perform a DHR review for not clipping due to unknown lot number. The root cause could not be determined because the issue could not be confirmed. H3 other text : see h10

Event description:
It was reported that the bd safe-clip¿ not clipping. The following information was provided by the initial reporter: consumer reported that the needles will not fit into the safe clip needle clipper